Event description:
It was reported that this deep brain stimulation (dbs) implantable pulse generator (ipg) was replaced due to end of battery life (ebl). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained due to account policy and will not be returned for analysis. Postoperatively, the stimulation was re-established successfully, with no complications noted.

Manufacturer narrative:
D2b: additional pro code selection that applies to the indication of this device - nhl, pjs.